Manufacturer narrative:
Date sent to the FDA: 7/27/2018 additional information:

Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional narrative: it was reported that the patient experienced inflammation. Corrected information: manufacturing site name and address.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an open inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. Additional information was provided that the patient underwent right inguinal hernia wound exploration and explantation of mesh on (B)(6) 2017. It was further reported that it appeared that ¿the onlay portion of the mesh had bunched up to create a mesh on the subcutaneous tissues¿ and was no longer in its proper place. It was further reported the spermatic cord was identified and preserved and the ilioinguinal nerve was not able to be found. ¿upon entering the inguinal canal, it was noted there was no mesh in place where it should be. Instead it was noted that the mesh had balled up and was in the subcutaneous tissues.¿ the meshoma was excised and explanted and there was no evidence of indirect or direct inguinal hernias. It was reported the patient experienced or continues to experience severe pain, stabbing sensations, bowel issues and trouble performing basic tasks at work. No further information provided at this time.